Manufacturer narrative:
Section b3: date of event is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6953164.

Event description:
It was reported patient lost effective therapy due to high impedances on s1 drg lead and one of t12 drg leads. Investigation was unable to determine which t12 drg lead was at fault. Surgical intervention was undertaken during which both leads were explanted and replaced. Therapy was restored post-op.